Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -8.5 into the patient's left eye (os) on (B)(6) 2022. In a separate surgery that day the lens was exchanged for a shorter length lens due to excessive vault. This resolved the problem. The reporter did not indicate the cause of this event.